Manufacturer narrative:
This complaint cannot be confirmed as no faulty sample or further information was received from the hospital. From previous complaints we learn of various possible causes of a catheter leakage: mechanical damage by a sharp instrument (for example scalpel) during dressing change. Dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture routine care - when lifting the baby to change bedding movement - the baby themselves catching the line, normally with a foot, during movement. The customer did not provide information about the specific disinfectant used. However, based on previous nutriline complaints, it appears that this hospital uses alcohol based as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exemptions found. The batches complied with its specification and was released. There have been 5 complaints for batch 8206332 and 6 for batch no. 8198425 within the last three years. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by quality.

Event description:
Former 34 week infant, corrected gestational age 40 weeks. PICC line required for medical management. Rn noted dressing to be lifting around edges and decision made to change dressing. Assisted by 2 additional rns, dressing changed under sterile technique but noted to have been accidently pulled back during the re-securement and taping of the new dressing. Upon further inspection, line visibly cracked at junction of hub/wings and catheter as evidenced by bead of blood noted. Nnp notified. Dressing removed and line discontinued. Order received for piv insertion, achieved on 1st attempt. PICC insertion attempted x3 and unsuccessful. Decision made to go to ultrasound guided and achieved access on 1st attempt. Line secured, sterile x-ray completed and placiement verified. Baby tolerated well."

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Former 34 week infant, corrected gestational age 40 weeks. PICC line required for medical management. Rn noted dressing to be lifting around edges and decision made to change dressing. Assisted by 2 additional rns, dressing changed under sterile technique but noted to have been accidently pulled back during the re-securement and taping of the new dressing. Upon further inspection, line visibly cracked at junction of hub/wings and catheter as evidenced by bead of blood noted. Nnp notified. Dressing removed and line discontinued. Order received for piv insertion, achieved on 1st attempt. PICC insertion attempted x3 and unsuccessful. Decision made to go to ultrasound guided and achieved access on 1st attempt. Line secured, sterile x-ray completed and placiement verified. Baby tolerated well."